Event description:
One blood leak occurred. The exact reuse time has not been reported. The total blood loss is approx. 200cc, since the blood was not returned to the patient. The patient is well and no medical treatment was given to the patient. Other 10 cases of leak were reported from this facility.